Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and audio anomaly. Customer's blood glucose value was unknown. Customer stated that motor sounds labored and also received unexplained no delivery alarmed. The insulin pump will not be return for analysis.